Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using a different charging cable, leading to the pump beginning to charge successfully. Tandem technical support informed the caller that non-tandem charging supplies should only be used for troubleshooting purposes and provided a replacement tandem charging cable via two-day shipping.